Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('silver colored metallic coils embedded in left and right fundi') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (hysterectomy full and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, vaginal infection, migraine, fatigue, alopecia and weight fluctuation outcome was unknown and the heavy menstrual bleeding had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, embedded device, fatigue, heavy menstrual bleeding, migraine, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: removal date: (B)(6) 2016 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-apr-2021: mr received: event embedded device added. Reporter information, rcc note were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('silver colored metallic coils embedded in left and right fundi') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (hysterectomy full and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, vaginal infection, migraine, fatigue, alopecia and weight fluctuation outcome was unknown and the heavy menstrual bleeding had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, embedded device, fatigue, heavy menstrual bleeding, migraine, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: removal date: (B)(6) 2016 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: quality-safety evaluation of ptc(product technical complaint). Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, vaginal infection, migraine, fatigue, alopecia and weight fluctuation outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal discharge, vaginal infection, migraine, fatigue, hair loss, weight fluctuations. Laboratory data was added. Outcome of menorrhagia was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.